Event description:
It is reported by surgeon of the hospital, that the nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject products. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Function was no longer given due to breakage. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after an unknown implantation period. The nail had been damaged intra-operatively most likely with the step-drill whilst drilling under miss-alignment. Such damage may cause additional notch effects. The orientation of lines of rest identified that the nail had broken from lateral in medial direction. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. In this case the extent of material damages in the bearing points of nail / lag screw identified permanent and / or high load application. This is in accordance to reported final full weight bearing. Operation manual and IFU clearly informs that timely and sufficient bone healing is necessary for successful treatment with an intramedullary nail. In this case it was reported that the bone had not healed. Regarding damage of the tip of the set screw and additional imprint in the edge of the sliding flute of the lag screw and regarding off-centred arrangement of bearing points it could not be determined whether the lag screw initially had been locked statically ¿ dynamic locking is a feature of the gamma3 system ¿ or if the lag screw had become displaced during increasing / progressing of the crack in the nail. With above information and considering that no manufacturing faults were determined and referring to found damages implant breakage was rather foreseeable as stated in the literature. This nail breakage was most likely caused by significant load application and insufficient bone healing contributed by intra-operative material damage. Referring to available information a more precise statement was not possible from technical point of view. As no further medical records were provided a medical review was not reasonable. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
It is reported by surgeon of the hospital, that the nail broke.